Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that as the patient was being coded, an emergency department physician documented that the device was "malfunctioning and shocking the patient". Remote transmissions from the cardiac resynchronization therapy defibrillator (crt-d) showed no treated episodes. The patient later passed away. The patient's cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.